Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned from the funeral home without information. Analysis revealed the device tested out of specification. The cause of death and additional information was requested and not received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.